Event description:
It was reported that the foley catheter was placed in the afternoon; and temperature display was absent. Upon checking, it had spontaneously dislodged early the next morning. The leakage occurred from the funnel section, and a pinhole was present at the three-way junction.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Received 1 all-silicone temp sensing foley catheter with drainage bag and urine meter. Verified material number 119314 and manufacturing lot number ngks5481. Visual inspection noted no obvious observations. During testing, the catheter inflated with 10ml mbs using returned syringe. During inflation, pinhole at trifurcation site found measuring 0.020in. The root cause for this failure, per CAPA 12182448, is the silicone injected into the forming cavity is entering pre-cured, which causes overheating in the gate area or injection point, as a result, the breaking point between the gate and the molded part is not properly generated, which prevents automatic separation. This requires manual detachment, increasing the risk of perforation at the adapter injection point due to the high temperature in the gate caused by the lack of flow in the jacket. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the afternoon and temperature display was absent. Upon checking, it had spontaneously dislodged early the next morning. The leakage occurred from the funnel section, and a pinhole was present at the three-way junction.